Event description:
It was reported that an 86-year-old male patient underwent a paroxysmal atrial fibrillation ablation procedure with an unk_carto vizigo sheath and suffered a retroperitoneal hematoma, cardiac arrest, and ultimately death. The patient entered the room in sinus rhythm. Puncture was performed, and common atrial flutter occurred during advancement of the catheter into the cardiac cavity. A decrease in blood pressure was confirmed at this stage. The original plan was to perform pulmonary vein isolation for paroxysmal atrial fibrillation. First, cavotricuspid isthmus (cti) ablation was performed to stop atrial flutter. Because common atrial flutter stopped, pulmonary vein isolation after atrial septal puncture was performed. No abnormalities were found other than low blood pressure, and the procedure itself was completed. Although the blood pressure was low even when the hemostasis, the patient returned to the hospital room. The patients¿ blood pressure decreased when they returned to the ward. After that, the blood pressure did not recover. After performing cardiac massage, percutaneous cardiopulmonary support (pcps) was introduced, and the patient was followed up on. Hemodynamics did not recover after that, and the patient expired. The adverse event details provided were that the patient suffered a retroperitoneal hematoma. The physician did not provide an opinion on the relationship between the event and the product. There were no abnormalities observed prior to use or during of the product. The complaint products will not be returned for analysis. The adverse event occurred on (B)(6) 2022. This adverse event was discovered during use of biosense webster products. The patient did not require extended hospitalization because of the adverse event. The patient was diagnosed with retroperitoneal hematoma and no cardiac tamponade was reported. All deaths where bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
(B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 27-dec-2022. It was reported that a smartablate generator was used. The serial number was unknown. The force visualization feature used was visitag. The color option used prospectively was other (other than fti, average, force, time). The physician¿s name was updated. Therefore, section e for initial reporter and g 2. Is report source health professional were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).